Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, beginning (B)(6) 2016, non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.analysis of the device memory indicated the right ventricular lead integrity alert,rv lead integrity warning occurred on (B)(6) 2014 and (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and two more high rate non-sustained tachycardia episodes. Rv lead impedance variation in last 60 days.the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,beginning (B)(6) 2014 right ventricular (rv) lead pacing impedance measured 1197 ohms up from a trend of 494-741 ohms.rv pacing impedance is varying.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and sensing integrity counter (sic). The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.